Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer contacted tandem technical services requesting guidance through the load process. The customer's blood glucose level (bg) was 331 mg/dl at the time of the reported event which was addressed with a correction bolus. During troubleshooting with cts, the customer was able to complete the load sequence and resume insulin delivery.